Event description:
It was reported that the patient reported having gone into ventricular tachycardia. The right ventricular lead was noted to be dislodged shortly after the initial implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.